Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" and replacement of biocell textured due to recall. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening on posterior, green mold-like appearance, and white calcification. Leak test and microscopic analysis were performed which identified wear abrasion, creases fold, sharp opening on posterior, and irremovable particle material. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a sharp opening on posterior assessed as unidentified (tear) opening, and particle leakage.

Event description:
Healthcare professional reported left side "rupture" and replacement of biocell textured due to recall. Device has been explanted.